Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was starting 2 or 3 months ago when the pt was attempting to recharge the ins it did not seem to be working as it should because the ins was overheating when connecting. The pts back would hurt and over heat. Pt was not getting any error messages when trying to charge ins. The patient was redirected to their healthcare provider to further address the issue. Agent provided nas phone number.